Manufacturer narrative:
Initial functional testing was performed on the returned autopulse platform ((B)(4)) and passed with no error messages. Visual inspection was performed and noted no physical damages upon receipt. Autopulse platform failed with user advisory (ua) 17 (max motor on time exceeded during active operation) error message during run in test with the 95% patient large resuscitation test fixture (lrtf). Defective drive train motor was replaced to remedy the fault. Archive review showed three user advisory (ua) 17 (max motor on time exceeded during active operation) error messages followed by the low battery warning message and two user advisory (ua) 02 (compression tracking error) error messages on the reported event date. Based on the platforms archive, li-ion battery s/n (B)(4) had remain capacity (rc) 1481 mah, equivalent to about four green led's was used. The autopulse performed 5 compressions on a small size patient. The autopulse stopped compressing due to (ua) 17. After the user re-started to clear the fault, the autopulse continue to be used again. The autopulse stop two more times after 9 compressions due to (ua) 02. The user manages to clear the (ua) 02. The autopulse performed 1556 compression and then stop again two more times due to (ua) 17. User advisory (ua) 02 (compression tracking error) error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This will occur if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. In addition, one side of the lifeband possibly twisted and became jammed in the roller/skirt area. The ap will be able to pull in the material in on that side, but the patient's chest recoil will not be forceful enough to pull it back out. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate was deburred. Following the service and repair, the autopulse was tested functionally and passed successfully with no issue or faults observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4). Pneumothorax is expected adverse event for both manual and mechanical cprs. According to 12 different published reports standard manual CPR complications occur at rates of 2.60% for pneumothorax. This rate is comparable to rates with the use of autopulse. Large randomized clinical trials (circ, linc) showed no difference in the event rate for rib fracture between the manual compression arms and the mechanical compression arms. The safety monitoring boards for both studies determined there was no new risks identified and no risk concerns with the trials. The aha guidelines 2000 states, "even properly performed chest compressions can cause rib fractures in adult patients." The guidelines further state, "concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death." The recently released guidelines 2005 deliver a similar message, "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." The 2015 aha guidelines update for CPR reemphasized the importance of high-quality chest compressions, and recommends to ensure adequate compression rates and adequate compression depth. Rib fractures and other injuries are common but acceptable consequences of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death. Rib fracture can be caused by manual CPR as well as with the mechanical CPR. In this case, ems crew responded to female patient in cardiac arrest. Manual CPR was applied by bystander for an unknown period of time prior to the ems crew arrival. Per reporter, any possible broken ribs were not observed before autopulse platform was used. The patient achieved rosc during the transport and platform use was discontinued for the rest of the trip. Upon arrival to the hospital ER personnel performed rough transferring of patient from ambulance to the hospital stretcher. After the transfer, patient went to cardiac arrest. Autopulse platform was used again but rosc was not achieved. Since it was unknown if manual CPR was used at this time or not, so the connection of the reported injury to the device cannot be ruled out. The patient was pronounced deceased by ER physician. After ems crew removed the lifeband from the patient, two rib punctures were observed in the lower chest area. X-ray performed by ER department note an open pneumothorax. The event was probably related to the device and the procedure.

Event description:
On (B)(6) 2018 the emergency medical services (ems) crew responded to female patient in cardiac arrest. Manual CPR was applied by bystander for an unknown period of time prior to the ems crew arrival. Per reporter, any possible broken ribs were not observed before autopulse platform was used. The patient achieved rosc during the transport and platform use was discontinued for the rest of the trip. Upon arrival to the hospital ER personnel performed rough transferring of patient from ambulance to the hospital stretcher. After the transfer, patient went to cardiac arrest. Autopulse platform was used again but rosc was not achieved. Patient was pronounced deceased by ER physician. After ems crew removed the lifeband from the patient, two rib punctures were observed in the lower chest area. X-ray performed by ER department note an open pneumothorax. No further information was provided.

Manufacturer narrative:
The autopulse platform s/n (B)(4) involved the adverse event was returned to zoll san jose on 5/9/2018 and was analyzed. Analysis of the autopulse platform revealed no problems with the platform which may have contributed to the reported event. Visual inspection was performed and no physical damage was noticed. However, it was noted that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported issue. Functional testing was performed and the autopulse platform failed repeatedly due to ua17 error messages, unrelated to the reported complaint. The fault was found to be due to the defective drivetrain motor. A review of the autopulse's archive was performed and it shows three user advisory 17 (max motor on time exceeded) error messages follow with the warning 1 - low battery error message and two ua2 (compression tracking error occurred on the first compression) error messages occurred on the reported event date of 4/28/2018. Based on the platform's archive, it shows that li-ion battery s/n (B)(4) had 1480 mah remain capacity was used. The autopulse platform performed 5 compressions on a small size patient and was stopped due to ua17 error message. The user pressed restart to clear the advisory and continue to use the platform. The autopulse stop two more time after 9 compressions due to ua2 error message. The user cleared the ua2 error message. The platform then performed 1556 compression and then the platform stopped again two more times due to ua17 error messages. Per the battery hangtag - advisory codes description and action, user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. Following service, including replacement of the drivetrain motor and deburring of the clutch plate, the platform passed all testing criteria. A DHR review was performed and revealed no related complaint related to this platform. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform sn (B)(4). It was determined that manual CPR was performed by the bystander prior to deployment of the autopulse system. The most common potential complications of any CPR (manual or mechanical) are skeletal fractures including ribs, sternum, vertebra, abdominal or thoracic organ injuries, pneumothorax or hemothorax caused by skeletal fractures or internal organ injuries. The 2005 international consensus conference on cardiopulmonary resuscitation and emergency cardiovascular care science stated that "rib fractures or other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest". Since manual CPR was performed prior to deployment of the autopulse, unable to determine which modality of CPR may have caused the reported injury. Pneumothorax is expected adverse event for both manual and mechanical cprs. According to 12 different published reports standard manual CPR complications occur at rates of 2.60% for pneumothorax. This rate is comparable to rates with the use of autopulse. Large randomized clinical trials (circ, linc) showed no difference in the event rate for rib fracture between the manual compression arms and the mechanical compression arms. The safety monitoring boards for both studies determined there was no new risks identified and no risk concerns with the trials. The aha guidelines 2000 states, "even properly performed chest compressions can cause rib fractures in adult patients." The guidelines further state, "concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death." The recently released guidelines 2005 deliver a similar message, "rib fractures and other injuries are common but acceptable consequences of CPR given the alternative of death from cardiac arrest." The 2015 aha guidelines update for CPR reemphasized the importance of high-quality chest compressions, and recommends to ensure adequate compression rates and adequate compression depth. Rib fractures and other injuries are common but acceptable consequences of manual and mechanical CPR. Concern for injuries that may complicate CPR should not impede prompt and energetic application of CPR. The only alternative to timely initiation of effective CPR for the victim of cardiac arrest is death. Rib fracture can be caused by manual CPR as well as with the mechanical CPR. In this case, ems crew responded to female patient in cardiac arrest. Manual CPR was applied by bystander for an unknown period of time prior to the ems crew arrival. Per reporter, any possible broken ribs were not observed before autopulse platform was used. The patient achieved rosc during the transport and platform use was discontinued for the rest of the trip. Upon arrival to the hospital ER personnel performed rough transferring of patient from ambulance to the hospital stretcher. After the transfer, patient went to cardiac arrest. Autopulse platform was used again but rosc was not achieved. The patient was pronounced deceased by ER physician. After ems crew removed the lifeband from the patient, two rib punctures were observed in the lower chest area. X-ray performed by ER department note an open pneumothorax. The customer stated that the patient's outcome was due to natural causes. Per coroner statement, the patient's death was not related to use of the autopulse. The death was not related to the autopulse device.

Event description:
Additional information from the customer stated that the patient's outcome was due to natural causes. Per coroner statement, the patient's death was not related to use of the autopulse.